Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from date manufacturer was made aware.